Event description:
It was reported that high impedances were measured at greater than 4000 ohms. All electrodes were out of range, except c and 0, with anal sensation reported at 0.1 amp. Impedance testing, x-rays and reprogramming were performed. The cause and resolution of the issue were reported to be unknown. No patient symptoms were reported to be associated with the event. The patient status at the time of the report was alive/no injury. The manufacturer representative later reported that the lead was returned to the manufacturer. It was unknown if corrective action would be taken, dependent on therapeutic value of existing device. It was unknown if the patient was receiving effective therapy as the patient had yet to return for review. Should additional information become available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that following a review of x-rays, the clinicians believed the lead had not been fully inserted into the battery. The patient was scheduled for a procedure on the date of this report, but was unable to have the procedure due to health concerns (blood pressure). It was indicated that the patient had been rescheduled for an investigation under anesthesia in (B)(6) 2015. A second follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant product: 3093-28, serial # unknown, implanted: (B)(6) 2014, product type lead. (B)(4).